Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient provided the serial number of the device being replaced. Implant date was (B)(6)-2001, explant date (B)(6)2020. The device was discarded.

Event description:
Additional information was received from the patient reporting that the patient¿s ins first stopped working in 2016. When asked to clarify the report of the ins not working it was reported that their wife was diagnosed with metastatic cancer and they had to care for them, surgery, chemo, radiation and recovery. It was indicated that steps taken to resolve their issue of their ins not working was the patient had to find a neurosurgeon willing to accept them as a patient and they had to get a referral from their primary care physician. It was indicated that surgery is scheduled for (B)(6) 2020 to replace the battery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that patient had been having abdominal pain for the last 4 days that started as discomfort and has gotten to be significant. Patient mentioned he had issues going back quite some time since 2012 as their thoracic was worse than their lumbar which was why they had the implant. Patient stated it was all related to the lumbar. Patient reported he had the battery replaced in 2007 by their hcp who moved. Patient reported stimulator did not work and he does not feel it working and when the pp was used he did not get any activity. Patient mentioned he had maintained status quo with the lumbar pain as he saw a chiropractor. Pss reviewed rep role and recommended patient f/u with hcp.